Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral stenosis and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions as it was reported that after the procedure this patient already had a stenosis which worsened over time. The reported dyspnea was likely a symptom/cascading effect of the mitral stenosis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that after the mitraclip procedure, the patient had mitral stenosis, which is considered a serious injury to the patient. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 2-3. Two clips were implanted, reducing the mr to 1. After the procedure, it was noted that the mean gradient was 7-8mmhg (pulse rate of 57 bpm). On an unknown date, the patient presented with a mean gradient of 15mmhg (pulse rate of 90 bpm). The initial clips were confirmed to be secure on both leaflets. There was no increase in mr and no treatment has been performed; however, surgery will be scheduled. The patient is currently stable with dyspnea on excertion. No additional information was provided.